Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6)2023 (B)(4), employee of intuvie, received a call from (B)(6), patient of (B)(6). The following call log was documented: patient called because the pump was switched off mid infusion. She indicated that the same thing happened earlier in the day and the nurse at the facility reset the pump. Informed them that we cannot continue the infusion and guided them in clamping the lines. Patient was going to head into the clinic the next day to get the pump switched out. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
The pump was received on 1/11/2024 and was tested on 2/11/2024 for evaluation. See case # (B)(4) on salesforce for more information. The initial complaint was created on cq as complaint # (B)(4) , which was closed as "device not returned". This complaint was opened in qos for further investigations. There were several complaints open in cq on this device, and they were moved to qos for evaluation, see complaint numbers (B)(4) . There was one previous qos complaint, see (B)(4) . The pump's event log was pulled and reviewed, highlighting several consecutive lines of code with the phrase "log_event_on" in a row, meaning that the pump powered off on it's own and needed to be turned back on, as seen below: "event 0: log_event_on time: 13:42:10 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 42 10 00 d5 13 2b 65 event 1: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 2: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 3: log_event_message time: 165:50:56 invalid bolus key pressed: 0 invalid other key pressed: 1 eventbytes: 09 50 56 00 01 00 80 30 event 4: log_event_off time: 165:50:56 rmp: 0 reason: log_off_cause_shut eventbytes: 01 50 56 00 00 00 2e d5 event 5: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 6: log_event_on time: 09:28:22 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 28 22 00 d5 09 2b 53 event 7: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 8: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 9: undefined event eventbytes: ff ff ff ff ff ff ff ff " these abrupt power offs can cause the pump's event log to be completely wiped, and when the patient re powers the pump on it does not remember the prior infusion and only shows "new infusion" when powered on. The pump's event log that was pulled will be attached to the complaint. It was also noted that the middle plastic hook around the metal bar was broken, an image will be attached. Reported issue found, capas #it2023-15 and # it2023-19 and opened on these complaint types for power/battery and pump housing module respectively. Pump will be pushed to CAPA for further investigation.